Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify button error alarm due to a blank display. The device received with a scratched display window, cracked display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a blank display. The blood glucose at the time of the incident was 148 mg/dl. Troubleshooting was not done for the blank display due to prior button error alarm that would not clear. The device was returned for analysis.